Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which both leads were explanted and replaced. Therapy was restored post-op.

Event description:
Related manufacturer report number: 3006705815-2024-01710. It was reported that the patient experienced ineffective therapy and was unable to place their system into MRI mode. Diagnostics revealed high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient unable to set ipg into MRI mode due to high impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.